Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (b)96) 2014. Patient's parent claims that the device usually has about a 50 to 80 points difference from the fingerstick readings. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.